Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, the device found to be in backup vvi mode. Due to bvvi and advisory status, the physician elected to explant and replace the device. The patient's condition before, during, and after the procedure was stable.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow. The device was tested on the bench the device was normal. The cause of the event queue overflow to be the ic on the radio frequency module.